Event description:
On 6/27/94, pt info within a computer database was interchanged. Two pts on inotropic therapy had prescription info transferred on already saved and completed prescriptions. On 6/30/94, computer assigned a previously saved prescription number to a new pt being admitted with a completely different therapy. Software co evaluated problem, unable to define cause.